Manufacturer narrative:
Previously reported as asr. New information--updates to relevant history and explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient is g5 p3 status post hysterectomy with significant symptoms of stress urinary incontinence including leaking with all coughing, sneezing, laughing, and lifting. Two attempts at a retropubic sling (boston scientific advantage fit system) resulted in perforation of the bladder times 2, at which point it was abandoned and the procedure was converted to a transobturator sling (uretex to2). The patient has experienced pain, erosion, urinary problems, bleeding, dyspareunia and severe complication associated with implant requiring trimming and removal of mesh due to the implantation. The postoperative complications that this patient developed following transvaginal placement of surgical mesh are in 2008 ¿ the patient underwent cystoscopy, attempted retropubic mid urethral sling with ultimate placement of a trans-obturator mid urethral (uretex) sling under general anesthesia. Complications post uretex placement are in 2008 - persistent chronic abdominal pain greater than 3 years, history of polyps ¿ had colonoscopy ¿ findings: colon polyps x 2. As per pfs, ¿outcome attributed to device ¿ pain, erosion, urinary problems, bleeding and dyspareunia. Mesh revision surgery: in 2008 the patient underwent removal of transobturator suburethral sling (uretex) and cystourethroscopy for pelvic pain, overactive bladder, voiding dysfunction following transobturator suburethral sling under general anesthesia concomitant therapy:boston scientific the advantage fit system.